Event description:
The customer claims that there are some wires that have become loose from the alarm. There was no pt injury reported. Inspection found that the alarm powers on, but has not alarm tone.

Manufacturer narrative:
(B) (4). Eval, results, eval of the returned product found that the green led flashes on and off indicating power. When the tone selector button is pressed, the light stops flashing and there is no alarm tone. The same thing happens when pressure is applied to and taken off of a new sensor pad. No visible damage detected to the alarm. (B) (4).